Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor in (B)(4). "During ventilation oscillation stopped and we have to push start button in order to start oscillation again. There were a number of long ventilations when there was no alternative solution that the staff had to press continuously the start button in order to reactivate oscillation. After consulting with support, our team tried to calibrate the power module but without success." The following additional event and patient information is a summary of the information provided by the foreign distributor in (B)(4). The foreign distributor reported that there was no patient compromise. The patient was transferred to another ventilator.

Manufacturer narrative:
Neither the user facility nor the distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the distributor. (B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning driver power module. The foreign distributor was shipped a replacement driver power module to repair the device and return it to service. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty driver power module for evaluation. As of 03/11/2015, the alleged faulty driver power module has not been received. Should the alleged faulty driver power module be received and evaluated, a follow-up medwatch report will be submitted.